Manufacturer narrative:
Based on information received, event occurred before laser fired. Hence, not qualified for the reportable event. The manufacturer internal reference number is: (B)(4).

Event description:
New information was received. Event occurred before laser fired. Hence, not qualified for the reportable event.

Event description:
A facility representative reported suction loss with multiple patient interface's during unknown timing of the lasik surgery. There are multiple related reports for this facility. This report addresses a patient interfaces (pi) (B)(6) and additional manufacturer reports will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).